Event description:
It was reported that during a routine follow-up, quick start was selected during interrogation of this pacemaker. Pacing was inhibited and the patient experienced 15 seconds of asystole and lost consciousness. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. A final report will be issued upon completion of laboratory analysis. Of note: the explant date is currently unknown and will be provided in a supplemental report / at time of laboratory analysis completion.

Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a routine follow-up, quick start was selected during interrogation of this pacemaker. Pacing was inhibited and the patient experienced 15 seconds of asystole and lost consciousness. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported.

Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.